Event description:
In late 2006, the patient was surgically treated for a descending thoracic aneurysm with a gore tag thoracic endoprosthesis and tolerated the procedure. In 2007, the patient had a CT which showed an unspecified endoleak with minimal aneurysm growth. In 2008, the patient had a CT which showed a small proximal type 1 endoleak with minimal aneurysm growth. Aneurysm measurement this date was noted at 3.1 cm. No baseline measurement could be provided. The physician's treatment plan was to monitor the patient. Six months later, the patient expired due to a heart attack.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.